Manufacturer narrative:
Evaluation of instrument confirmed that the jaws of the grasper would not function. This was due to the fact that the shaft was broken at the proximal end about 1 cm from where the shaft enters handle assembly. The shaft breakage impacted internal workings resulting in non-functioning jaws. It is possible that instrument was over bent causing breakage. This is the only complaint we have on this device.

Event description:
Allegedly, during a stent removal procedure, doctor inserted grasper but once inside patient, the jaws remained in open position and would not close to grasp stent. The doctor had a backup grasper soaking but it was not ready to use, so doctor aborted the procedure. Within the same week, the patient went to a hospital and the stent was removed with no impact on patient.